Manufacturer narrative:
The mst1012 probe (along with its integrated components: specimen management system and vacuum tube set) is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. According to the reporter, there were issues with mst1012. A lateral arm biopsy was performed on an implant patient with very little breast tissue and two areas of calcifications. The biopsy was completed and calcifications on both areas were retrieved. When the tech went to hold pressure, there was a third area of the patient's skin that had skin damage. During the biopsy, the skin was pulled into the vacuum chamber causing a wound. The third area was initially dressed with steri-strips and tegaderm. The patient returned the following day and the area was cleaned with normal saline and re-dressed with xeroform and gauze. The patient was instructed to change that dressing daily until healed. The probe was discarded and lot number unavailable. The problem occurred during the procedure. The procedure was completed with the reported probe. The following cells were left blank or partially completed in this initial report as the lot number was requested but initial reporter was unable to provide: d4 lot number, expiration date, lot and expiration sequence for the primary unique device identifier (UDI #) and h4 device manufacture date. The device was not returned for evaluation therefore the root cause could not be confirmed. The most likely root cause is user error. As with any biopsy procedure there is a risk for cutting tissue if caution is not used. The instructions for use (IFU) states that the percutaneous site should be prepared in accordance with standard surgical technique prior to insertion of the probe and to incise the selected area adequately to accommodate the trocar shaft.

Event description:
According to the reporter, there were issues with mst1012. A lateral arm biopsy was performed on an implant patient with very little breast tissue and two areas of calcifications. The biopsy was completed and calcifications on both areas were retrieved. When the tech went to hold pressure, there was a third area of the patient's skin that had skin damage. The probe was discarded and lot number unavailable. The problem occurred during the procedure. The procedure was completed with the reported probe.

Manufacturer narrative:
The initial report was submitted 20-jun-2024. The purpose of this follow up 1 report is to correct the following: d4 primary unique device identifier (UDI) # which was provided in the initial report but should have been left blank as the customer did not provide the lot #, g1 contact office-manufacturing site had the incorrect state abbreviation, h11 additional manufacturer narrative did not mention that d4 catalog # was left blank as the customer did not provide the lot #.